Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient needed an adjustment for their stimulator for quite a few months. The patient's ribs were hurting really bad. Patient noted they had adjustments before and their rep (B)(4) did a good job but they don't last long time. The insurance helps but not 100%. Patient was having a problem and they were told they had to go to a pain management doctor, but the pt was having trouble finding a good doctor that took their insurance. Patient's rep had sent patient's physician listings but patient needed it to be adjusted soon since the doctors were booked. Patient noted way back they use to adjust in lobbies but now patient was unable to do so. The patient was redirected to their healthcare provider to further address the issue. Patient reported they would have to charge their insurance every 1.5 days because the battery would go down by itself. Patient would have the insurance charged at 100% then with the stimulation off for a day the battery would be at 80% even though they had not used it

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.